Manufacturer narrative:
H3: product analysis :evaluation determined that device doesn't work anymore. The likely cause was identified as due to detached bearing . It was also noted that tube cannot extend/retract due to the rotating dial being stuck , bearings are corroded , input and output drive shaft are worn, nut housing thread and the tip of the tube was dented and also the color ring laser markings were faded . B.3. Date of incident or estimated date of incident was not provided to the manufacturer. Event notified date used as date of incident until further information is obtained. G.3. Aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device doesn't work anymore . At the time of report no patient impact is been observed . Additional information received that bearings were detached during evaluation .